Manufacturer narrative:
H6: ventec has made multiple attempts to contact the reporter in an effort to inquire about the return of the patient circuit for evaluation. No response has been received. The patient circuit has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the distributor advised ventec that the mother disposed of the patient circuit packaging, therefore the lot # and UDI aren¿t known. As a result, sections d4 lot # and primary UDI number are both asku, and because the UDI is unknown section h4 device mfg date shall be left blank. The patient's mother was able to troubleshoot the vocsn device and patient circuit (adult, active, heated, blue), and identified that the issue was with the patient circuit itself. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A distributor contacted ventec via email to report a patient event. The patient¿s mother had provided the following information to the distributor, which was then passed on to ventec. ¿let me start with she's just fine now. I'm so upset she had to go through this. I'm copying this from a text I had sent her nurse so that explains the casual wording. So I'm getting her tlso on this morning for school and she starts whiny noises and then says she can't breathe. Circuits looks good, I adjust it maybe it was pulling on trach. Nope, I can't breathe she says and sounds desperate, look at vent and the volumes are ginormous! What the heck? She was actively on it and the vent freaked out. I'm home alone. I already had the second vent on the power chair running so I twirled it around so she could go on that vent. Yup, all better. Look at living room vent and all seems fine. I even took the blue rubber ends on the active flow part off and shook them out. Have it on test lung and it's alarming check circuit. I switch mode, same thing. Do a pretest which comes out fine, put it back on test lung, alarms check circuit and has huge volumes. Go get bedroom circuit, put it on living room vent. Perfectly fine. So a circuit goes bad while she's on the vent and causes huge volumes to be pushed? Not okay! ¿ if she wasn't verbal I'm not sure how this would've turned out as the vent wasn't initially alarming I don't think, she told me something was wrong first.¿ there were no reports of patient harm due to the reported issue, however, the patient experienced discomfort/distress and the situation required intervention in order to prevent permanent impairment/damage to the patient.